Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic prior to procedure with loss of capture and intermittent sensing on the right ventricular (rv) lead. The lead was capped and replaced on (B)(6) 2021. Patient was in stable condition.